Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed sodium (na) patient sample result obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The customer stated the affected sample was transported from another facility and possibly arrived partially frozen. The atellica ch 930 analyzer was working acceptably without any issues at the time of the event. Hsc concluded the investigation of the event is consistent with a preanalytical or sample integrity issue. A potential product issue was not identified. The analyzer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on an atellica ch 930 analyzer. The falsely depressed result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original atellica ch 930 analyzer, on an alternate atellica ch 930 analyzer, and on an alternate non-siemens system. Higher results, considered correct, were obtained. The higher reprocessed result from the original atellica ch 930 analyzer was made known to the physician(s). No corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed sodium (na) result.